Manufacturer narrative:
Implant date: not applicable as this is not an implantable device. Explant date: not applicable as this is not an implantable device. Telephone number: (B)(6). Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record evaluation: based on the manufacturing records review, and historical complaint review, there is no indication of a product malfunction or product quality deficiency. No nonconformity report, documentation or labeling changes, and escalations are required. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when healon was inserted into the anterior chamber (ac) during procedure, a fiber was found in the eye. Account provided that the fiber was removed from the eye. No impact to the patient was reported. No further information available.